Manufacturer narrative:
The device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08479. It was reported that pericardial effusion occurred. One day prior to a left atrial appendage (laa) closure procedure, a screening transesophageal echocardiogram (tee) was performed. No pericardial effusion was observed. The next day the laa closure procedure was performed. A watchman access system (was) was positioned in the laa and a 27mm watchman laa closure device & delivery system (wds) was used. The closure device was deployed and successfully released. Post implant tee showed a 4mm pericardial effusion. No intervention was required. The effusion was not considered clinically significant. The patient was on warfarin therapy and not on antiplatelets. Their international normalized ratio was 1.5. It was further noted that the patient has chronic renal disease. No further patient complications were reported.